Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was discolored/ difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/17/2013: the device was returned to animas and evaluated by product analysis on 10/31/2013 with the following results: testing confirmed the display was faded and pink. Unrelated to the complaint, all buttons were intermittently responsive and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.